Manufacturer narrative:
The "serial #" and "date of manufacture" have not been provided. The device has not been made available for evaluation.

Event description:
Received a notice of a fire that occurred in a home.

Manufacturer narrative:
The "serial #" and "date of manufacture" have not been provided. The device has not been made available for evaluation.

Event description:
Received a notice of a fire that occurred in a home.